Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.   Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10). Method code: 10 - testing of actual/suspected device. The actual sample was returned. And visually inspected. It was noted that the v-cutter tip was broken with 1 small piece becoming detached from the harvester tip. There were no visible signs of electrical shortage or damage anywhere else on the device. A retention sample from the same product code and lot number combination was obtained and visually inspected, with no defects noted specifically with the v-cutter tip. During the manufacturing process, all vsp550ex are thoroughly inspected and tested for functionality & performance along with the v-cutter mechanism, prior to packaging. Therefore it was determined that reported event was likely due to user mishandling. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 02, 2017.   Upon further investigation of the reported event, the following information is new and/or changed: identification of evaluation codes 11, 3331, 4114, 3259, 4315. Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4315 - cause not established. The affected sample was not returned, so a thorough investigation was not able to be conducted. A retention sample from the same product code and lot number combination was obtained and visually inspected with no visual defects noted specifically with the v-cutter tip. During the manufacturing process, all vsp550ex are thoroughly inspected and tested for functionality & performance along with the v-cutter mechanism, prior to packaging. A root cause could not be determined as the affected sample was not returned. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the plastic tip completely broke off, which they were able to successfully retrieved from the patient's leg. There was a delay for about 10 minutes. Product was changed out. Procedure was completed successfully.